Manufacturer narrative:
Image review: one media file containing several images from the procedure were provided. The patient¿s executive summary was provided for anatomical review. The patient had a mildly calcified aortic valve with an annulus perimeter measuring 79.3mm with a perimeter derived diameter of 25.3mm suggesting a 29mm valve. It was documented that a 34mm valve was used instead. The reason for selecting a 34mm valve is unknown. Fluoroscopic valve load inspection was performed and a misload is suspected to be present by overlap to node 4. However, a complete 360° rotation under fluoroscopy would be required to precisely confirm the misload. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. In this case, the valve was used for the procedure. The valve was deployed just prior to the point of no recapture and an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Subsequently, a new valve was used to complete the procedure, which appeared to be well expanded. Final angiogram revealed no evidence of aortic regurgitation/paravalvular leak. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the first deployment attempt, at an implant depth of 3 millimeter¿s (mm), an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new delivery catheter system (dcs) and valve were used to complete the procedure. Per the physician, the patients calcified anatomy contributed to the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.